Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, a white adhering material was recognized at the insertion section. The component analysis of the white adhering material revealed a mixture of stearic acid calcium and organic silicon. Since stearic acid calcium is used for surfactant, the possibility of rapid multi enzyme cleaner cannot be denied. However, what it was derived from was unable to be specified from the analysis. Since the peak of organic silicon was very similar to that of gascon, it is presumed that there is a possibility that it was derived from chemical agent such as antifoaming agent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the white adhering material occurred due to insufficient rinsing of chemical agent, which led to adhesion and accumulation of remnants. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The physician changed the detergent for the primary cleaning. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope has white deposits appear on the insertion site after a while, after cleaning with oer-6, disinfecting alcohol, flushing, and wiping off. The procedure was completed using the same set of equipment. There was no report of patient harm or user injury associated with this event.